Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 2 of 2. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was 1 molecular false positive result. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: 2 aerobic vials; lot 3102725; tested 9/8/2023; bactec instrument serial (B)(6); biofire catalog rfit-asy-0147 lot 2wdk23. Pt. 2: gram = gram positive cocci in clusters and chains; culture result = staphylococcus aureus and streptococcus dysgalactiae; biofire ID= staphylococcus aureus, streptococcus species, and candida tropicalis.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was 1 molecular false positive result. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: 2 aerobic vials; lot 3102725; tested on (B)(6) 2023; bactec instrument serial (B)(6) ; biofire catalog rfit-asy-0147 lot 2wdk23 pt. 2: gram = gram positive cocci in clusters and chains; culture result = staphylococcus aureus and streptococcus dysgalactiae; biofire ID= staphylococcus aureus, streptococcus species, and candida tropicalis.